Event description:
Info received indicates all four casters are ratcheting while in brake mode.

Manufacturer narrative:
The technician found both set screws in the hex rod were broken. The technician replaced the four casters and both set screws to repair the stretcher.